Event description:
The device was returned to the service center with a report from the customer contact that there was an unspecified alarm and the device door would not open or close. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device touchscreen did not respond when pressed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.